Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the lightsource is stuck in standby. Allegedly, this is the second time this exact lightsource has been sent in for repair. The lightsource was received back from repair; tried to use the unit and discovered that the lightsource was still broken.